Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported dates, the patient was hospitalized for the event and began treatment with injection fortum, intraperitoneally (1 gram, frequency not reported) and amikacin (125 milligram, dose and route not reported). The outcome of the peritonitis event was unknown. It was not reported whether dianeal therapy was ongoing. No additional information is available.